Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, pregnancy, abnormal uterine bleeding, migraine headache and human papilloma virus infection. Previously administered products included for contraception: micronor. Concomitant products included ibuprofen since (B)(6) 2013 and levothyroxine sodium (synthroid) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), depression ("psych injury / psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2009 and (B)(6)2013. Essure removal not planned as patient is unable to afford surgery. Number of coils-right: 3. Number of coils-left: 2. Received treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Bilateral integrity of the essure coils (i.e., no peritoneal spillage). Lot number: a61941, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, pregnancy, abnormal uterine bleeding, migraine headache and human papilloma virus infection. Previously administered products included for contraception: micronor. Concomitant products included ibuprofen since (B)(6)2013 and levothyroxine sodium (synthroid) since (B)(6)2012. On (B)(6)2009, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), depression ("psych injury / psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6)2009 and (B)(6)2013. Essure removal not planned as patient is unable to afford surgery. Number of coils-right: 3 number of coils-left: 2 received treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Bilateral integrity of the essure coils (i.e., no peritoneal spillage). Lot number: a61941 manufacture date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for contraception: micronor. Concomitant products included ibuprofen since (B)(6) 2013 and levothyroxine sodium (synthroid) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psych injury/psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy + bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 and (B)(6) 2013. Essure removal not planned as patient is unable to afford surgery. Number of coils-right: 3. Number of coils-left: 2. Received treatment for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Bilateral integrity of the essure coils (i.e., no peritoneal spillage). Lot number: a61941; manufacture date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event " allergic reactions" added. Removal details added. Case becomes incident. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.